Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that the patient has atrial fibrillation. The device had low battery voltage and the right ventricular lead had low impedance. The device was explanted and replaced and the lead was capped and replaced. No patient complications have been reported as a result of this event.